Event description:
The surgeon inserted a lens (not a staar lens) and the lens tore in half. The lens was removed and exchanged without incident. The surgeon was uncertain as whether or not the injector contributed to the event.